Event description:
A patient reported they were hospitalized for 3 weeks. Their ot basic meter allegedly had no power. There was no result on their meter. The result on the hospital meter was in the 40's. The time difference between the patient's meter and hospital meter was unknown. Treatment was IV glucose. Customer was also treated for the flu while in hospital. No further information has been reported.